Event description:
It was reported via clinical study that approximately 6 months after 1st revision surgery for pe disassociation, the patient was reviewed for left shoulder disassociation of polyethylene. No history of trauma. Humeral liner was found to be disassociated and patient underwent standard reverse revision surgery. This event is now considered resolved and the clinical report indicates that this event is definitely related to the device(s) and definitely not related to the procedure.

Manufacturer narrative:
(D10) concomitant device(s): 320-02-42 - rs expanded glenosphere 42mm, +4mm offset: (B)(6). 320-15-05 - eq rev locking screw: (B)(6). 320-20-00 - eq reverse torque defining screw kit: (B)(6).